Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Additionally, error code e228 was displayed; however, this defect is not considered severe enough to cause a potential adverse event. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that connector socket failure led to the malfunction. The cause of failure could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the evis x1 video system center, for inspection without reporting any defects. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was no image. This medical device report (MDR) is being submitted to capture the reportable malfunction.

Manufacturer narrative:
The device was returned to olympus for evaluation and the complaint was confirmed. The device evaluation found that the connector socket does not detect the device. No external damages were identified. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.